Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue): patient. Is receiving 0u of 0u multiple times and dates in her bolus history. Patient is not dialing in bolus, pump is not powering off, and there are no alarms that would result in a 0u bolus. Patient denies receiving exceeds limits warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.